Manufacturer narrative:
Na.

Event description:
The customer reported that the following results were obtained on her coaguchek xs (serial number (B)(4)): 3.7 inr at 10:46 pm, 2.8 inr at 10:48 pm, and 3.7 inr at 10:51 pm. All results were obtained on one finger. The result of 3.7 inr was used for treatment. The treatment received was not reported. The customer's therapeutic range is 2.5-3.5 inr. It is reported that the customer's condition is good. The customer was not adversely affected by the event. The suspect product was requested to be returned and replacement product was sent. The customer returned the product. The investigation findings showed, "returned customer material and retention material perform as specified".